Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
H6: ec method code desc - 5: communication/interview (4111). Investigation - evaluation. Cook was informed on 27mar2020 of an incident involving a cook bakri postpartum balloon (j-sos-100500) from production lot 10141199. As reported, the complaint device was used to treat postpartum hemorrhage following a cesarean delivery. The operator placed the bakri transvaginally by hand and attempted to inflate the balloon. No inflation was observed under ultrasound. The device was then removed and tested in vitro. Leakage was confirmed from drainage port. Hemostasis was achieved using another device. No related adverse events were reported. The complainant returned one bakri postpartum balloon catheter for investigation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. Visual examination confirmed the catheter was returned inside an open packaging tray and in used condition; remaining packaging material and label were not returned. The stopcock was attached to the inflation line; liquid is noted inside the catheter. A function test was performed by inflating the balloon with tap water, but the balloon did not inflate. A leak was observed from the distal side port indicating lumen communication. Communication within the drainage lumen and inflation lumen has cause the device to leak. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook determined that the cause of this event could be traced to a component failure. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, following a c-section delivery and during the treatment of post partum hemorrhage (pph) using a bakri tamponade balloon catheter, there was leaking from the drainage port. The bakri device was placed transvaginal. The operator inflated the balloon but noticed there was no inflation shown on the ultrasound. The device was removed and tested in vitro. A leakage was confirmed from the drainage port. The procedure was completed by using another same type device. According to the initial reported, no adverse effects occurred due to the alleged malfunction. Additional details regarding the amount of blood loss before and after bakri placement were requested, but he user facility declined to provide any additional details.